Event description:
Caller states that patient 1 tested 5.2 inr on the device and 3.1 inr per the lab. Patient 2 reportedly tested 5.2 inr on the device and 3.0 inr on the lab. Patient 3 reportedly tested 6.8 inr on the device and 3.4 inr per the lab. Patient 4 tested 5.2 inr on the device while a lab read 3.3 inr. No action was taken based on device results. No adverse events report. Requested return of suspect device and replacement was sent.